Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user perceived a low glucose event while using the ilet system, with the lowest reported glucose of 85 mg/dl, and contacted support for assistance setting up the bionic circle app to receive alerts on their phone in addition to the ilet. Symptoms included perceived hypoglycemia without associated activity or exertion. Outcomes included self-management with oral glucose as needed and no hospitalization. Investigation included troubleshooting and user education focused on app alert configuration and notification setup. Investigation of this case revealed no device malfunction and no hardware issues identified, with the event assessed as cause unclear based on user-reported values and context. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.